Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse effect to customer's blood glucose level. At the time of the call with tandem technical support (cts), customer could not complete troubleshooting. Multiple follow up attempts were performed by cts, however, customer did not respond.